Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The healthcare provider reported that the reported event was not related to the device and therapy. The cause of the open circuit is unknown. No other actions/interventions were planned at time of report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company. As of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced a fall and was subsequently found unresponsive and remained unresponsive. A CT scan showed negative results for a stroke, prompting the need for an MRI. While activating MRI mode for the dbs device, technical services discovered that the MRI eligibility could not be determined due to MRI information codes 2522, 2122, and 22000, which indicated an open circuit in the system. Additionally, service code 1703 was observed on the patient's programmer today, suggesting a correlation with the open circuit issue identified in the MRI information code. The caller was redirected to the healthcare provider or manufacturer representative to check the dbs device with the clinician programmer.